Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). We are unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 571 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia, nausea and vomiting; patient was also unable to urinate for ketone testing while at home. At hospital, pod was removed and the patient was treated with intravenous fluids, insulin injections and anti-nausea medication. Upon pod removal, the cannula was also found to be bent. The patient stayed in the hospital overnight and was released the following day.